Manufacturer narrative:
This event occurred in (B)(4). The quality control was acceptable on the date of patient testing. The affiliate added extra wash cycles and the field service engineer replaced the pump head assembly. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned non-reproducible phos2 phosphate (inorganic) ver.2 results on a cobas 8000 c (701) module. The customer provided result data for two patients. Patient's 1 initial result was (B)(6) with a repeat result of (B)(6). Patient's 2 initial result was (B)(6) with a repeat result of (B)(6). The questioned initial results were not reported outside the laboratory. The customer determined the repeat results to be correct. Phosphorus reagent lot and expiration were requested but not provided.